Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire tip separation occurred. The 99% stenosed and calcified lesion was located in the proximal right coronary artery (rca). Another manufacturer's guide wire was placed and an unspecified aspiration catheter was advanced to evacuate thrombus. An unspecified 2.0mm balloon catheter was advanced for pre-dilatation of the lesion, however, the number of inflations and to what atms the balloon reached on each inflation is unknown. Following pre-dilatation, the physician noted that the lesion was not adequately dilated. The guide wire was exchanged for a rotawire extra support guide wire and a 1.75mm burr was advanced to ablate the lesion. The number of runs made with the burr is unknown. Upon attempting to exchange the rotawire for another manufacturer's guide wire, the physician noted that the tip of the rotawire had detached and remained inside the patient. An unspecified guide wire was advanced to retrieve the detached portion and the segment was successfully removed. An unspecified 3.25mm balloon catheter was advanced to pre-dilate the lesion further and an unspecified taxus stent was successfully deployed to complete the procedure. The patient's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.